Manufacturer narrative:
With regard to this complaint, one 25 gauge disposable eckardt end-gripping microforceps was received for investigation. Visual inspection of the returned instrument revealed glue residue between the tip. The glue residue originated from the assembly process. Since the lot number of the forceps was not provided, a device history record review could not be performed. Review of the complaint database revealed that no similar failures have been observed previously.

Event description:
Upon opening a blister pack, something was noticed on the tip of the microforceps. The surgeon continued the procedure with a new pair of microforceps. Patient harm did not occur.

Manufacturer narrative:
Complaint article was received by d.o.r.c. Investigation will be initiated as soon as possible.

Event description:
Upon opening a blister pack, something was noticed on the tip of the microforceps. The surgeon continued the procedure with a new pair of microforceps. Patient harm did not occur.